Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that they have had several seizures over the past few months and don't know why. No further relevant information has been received to date.